Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
Device was used during an unspecified procedure. Pneumoperitoneum leaked from the instrument. Surgeon aplied another device to complete the procedure. Hosp has reported that no pt injury occurred.